Manufacturer narrative:
There was no relationship found between the returned devices and the reported incident. Visual inspection shows no manufacturing abnormalities on the devices. On instrument #1 the bracket and the 2 step trigger was blocked. The needle is bent. This instrument is damaged. A functional verification is not possible. On instrument #2 the shaft is bent and damaged. During functional evaluation the device the two step trigger could be released and the bracket could be closed. After squeezing the lever, the jaw closed and the needle deploy as intended. Instrument #3 is not damaged and performed as intended during the functional tests. On the instrument #2 and #3 test sutures were successfully loaded into the needle and were pushed through an om-3003 dome foam model. The test was successfully repeated using an ultratape blue 38¿.these devices performed as intended without any functional issues and performed as specified. Both of the sutures could be disengaged as specified. The complaint was not verified and the root cause could not be determined with certainty. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the needle of the firstpass suture passer was bent. This led to a delay of between 30 minutes and an hour. The procedure was completed without any further problems and there was no patient injuries reported.